Event description:
The account stated that the axsym havab 2.0 reagent has generated false negative results on a dialysis patient. The initial result was negative. The sample was retested multiple times and the results were repeatedly positive and one result was negative. The negative results did not match the patient's clinical picture. The account is questioning whether the swine flu vaccine this patient received could have had any effect on the axsym havab result. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c70 that has a similar product distributed in the us, list number 8d21. An investigation is in process. A follow-up report will be submitted when the investigation is complete.